Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain, diarrhea, and cloudy effluent. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was unknown. The patient was treated with vancomycin and tienam (doses, frequencies and route unknown) for bacterial peritonitis. Antibiotic treatment was discontinued after 23 days. The patient was not responding to the treatment so their catheter was removed and they were transferred to hemodialysis. The patient was discharged from the hospital after 26 days. At the time of the report, the patient had not recovered from the peritonitis. No additional information is available.